Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported flow rate error, which was reproduced as under infusions. A flow rate inaccuracy greater than 5% was found at 40, 100 and 400 ml/hr and greater than 10% at 800ml/hr and 999ml/hr. The device investigation found that the upper valve and upper finger travel out of specification. The device was recalibrated. (B)(4).

Event description:
During recertification of a baxter pump, functionality testing was completed. During the testing, the device experienced an underinfusion during flow rate testing. There was no patient involvement.